Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, and rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: underweight, extended opening, fold creases. A microscopic analysis was performed which identified; extended and curved striated openings on anterior side assessed as surgical damage. Based on the device analysis the final assessment is an extended and curved striated openings assessed as surgical damage consist in the use of some surgical tool. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, and rupture.